Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a control pressure sensor error code was found in the device's error log. The 200/02 sensor pca board was replaced to resolve the issue. Additionally, repair testing, alarm testing, battery testing, run in testing, and cleaning were performed. The unit operated properly.